Event description:
The customer reported the system did not boot and the 9600 displays a "bad iris pot" error during boot-up.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge svc rep checked the collimator wiring circuit for any issues and found none. He found the iris pot turning past the end stop, causing a reading error. The rep reset for proper operation. The final testing could not be done, as the battery pack in the 9600 was found to be bad also, causing precharge errors on boot. The rep installed new battery pack, then tested 9600 for proper operation. The 9600 c-arm is functioning as intended.